Manufacturer narrative:
Failure analysis noted that the insulin pump alarmed a-39 then unexpected off no power due to faulty u1/ib. There was no cosmetic damage found on the case,the history of alarm files function properly, no missing alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed off no power and motor pic communication error. The customer's blood glucose was 262 mg/dl at the time of the call. She stated there was no low battery alarm prior to the off no power. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.